Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation

Event description:
(B)(4) - the dentist reported that after 5 months dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 45 ncm of primary stability was achieved, the patient presented bone type I and immediate load and immediate implant were performed.